Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturing representative. The cause of the patient not hearing the pump alarm was not determined. It was unknown if any troubleshooting was performed. The patient got sick and missed her scheduled appointment. The patient was admitted to a rehabilitation facility. The pump went dry and went for a period of time without medication. The pump was never turned off. The pump was refilled in (B)(6) 2017. The husband called the healthcare provider's (hcp) office to report that the patient had a second stroke on (B)(6) 2017. The patient passed away on (B)(6) 2017. The cause of death was stroke. No procedures were done prior to the stroke. The stroke and the death were not related to the device. The patient had a history of a stroke and it was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-jan-20. It was reported that the managing physician ordered the pump to be turned off. It was indicated that no notification had been sent regarding replacing the implanted device. The representative indicated that he had further information on (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen [30.0 mcg/ml] at a dose of 30.7 mcg/day and morphine [30.0 mg/ml] at a dose of 30.7 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the alarm date for the refill was yesterday and the consumer called the pain center and they said they could only fill the pump if the patient was brought to the clinic. The patient was currently in the hospital and from the hospital would be going to rehab. The patient was currently in the hospital due to a bladder infection. The patient was brought to the emergency room (ER) on (B)(6) 2016 and admitted due to the bladder infection not related to the device or therapy. It was noted they had to pay over (B)(6) per fill and they wanted to talk to the physician to see if perhaps they stop using the pump to see how the patient would do with it as the original reason for the pump had gone away. It was noted that the reason for the pump being implanted was because the patient had esophageal spasms which would mimic angina pain causing chronic chest pain; the chronic chest pain has since gone away. The consumer was wondering since the reason the pump was implanted had now subsided, perhaps they didn¿t need the pump anymore as they were not able to afford so much out of pocket. The patient was diagnosed in about 1972, which was prior to implant, with interstitial cystitis. The patient had a micro valve implant on (B)(6) 2001. The patient also had arthritis and was diagnosed sometime in about 2004 with osteoarthritis in both hands (started first in the left hand then went to the right hand) and in the left foot. It was noted that this had gradually gotten worse and that the medication in the pump at that time was morphine (dose and concentration unknown). It was also noted the patient had a stroke in 2009 which was why baclofen was in the pump. The spasticity from the stroke had subsided and the chest pain was a cranial nerve that was impacted. The patient had to see a gastroenterologist, which stemmed from the stroke, and confirmed the patient did have atrial fibrillation from time to time. About five years ago (from (B)(6) 2017) the patient started having bladder pain, at which time morphine and baclofen were in the pump, concentrations and doses were unknown. Additional information was received from a consumer on (B)(6) 2017. Information was requested regarding when the pump would go dry. It was indicated that they did not hear the alarm. The drug information previously reported was confirmed to be correct and it was noted the low reservoir alarm was set at 2 ml with the low reservoir due on (B)(6) 2016. As the patient was programmed set to receive 1 ml/day the pump would have reached empty on (B)(6) 2016. The consumer stated he was told the pump could be damaged if empty. It was reported the patient was no longer suffering chest pain and that the healthcare professional (hcp) treating the chest pain thought it was possible the stroke ¿short circuited¿ the chest pain. It was noted the patient still had other pain as previously reported but the pump was not implanted to treat that pain. Information regarding options for abandoning therapy was requested and it was indicated this resolved the reason for the call. On (B)(6) 2017 it was reported by a consumer that they had found the hospital would be filling the pump and they had set up with home infusion to fill after that. Later on (B)(6) 2017 a manufacturer¿s representative requested information regarding empty pump reservoirs.